Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 8 infusion sets cannula kinked event between 09-mar-2024 to 13-jun-2024. The blood glucose level of the patient was displayed as high and was treated with correction injection via multiple daily injection. The site of insertion was located at abdomen. The issue was resolved by replacing infusion set and resumed insulin. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.